Event description:
A (B)(6) old female patient's grandson contacted zoll customer support to report excessive 'check belt' messages and bent pins in the connector. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt messages / bent pins) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent. The cause for the check belt messages is the bent pins. The root cause for the bent pints cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The patient received a replacement electrode belt.